Manufacturer narrative:
Device manufacture date not available at the time of this retrospective report. The system was evaluated at the site. The reported issue was not able to be duplicated by medtronic personnel. The software was reloaded onto the system. The system was fully functional and the system checkout showed no anomalies.

Event description:
A medtronic rep reported that the synergy spine software exited when getting ready to take lateral images. There was no impact to the pt.